Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of patient conditions, which contributed to the loosening of the glenoid.

Event description:
Index surgery: (B)(6) 2015. Revision of caged glenoid due to loosening.

Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of caged glenoid due to loosening.